Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6) 2018 using cooladvantage core, to flanks on (B)(6) 2018 using cooladvantage curve, to outer thighs on (B)(6) 2018 using coolsmooth applicator, and to inner thighs on (B)(6) 2018 using coolsmooth applicator. The patient developed paradoxical hyperplasia (pah/ph) approximately 6 months after treatment. Ph was described as visibly enlarged and soft bulging fat. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the upper abdomen and upper and lower flanks with paradoxical hyperplasia (ph). The patient was also assessed by a plastic surgeon who diagnosed the inner and outer thighs with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6)2018 using cooladvantage core, to flanks on(B)(6)2018 using cooladvantage curve, to outer thighs on 14-may-2018 using coolsmooth applicator, and to inner thighs on (B)(6)2018 using coolsmooth applicator. The patient developed paradoxical hyperplasia (pah/ph) approximately 6 months after treatment. Ph was described as visibly enlarged and soft bulging fat. On(B)(6)2019, the patient was assessed by a physician who diagnosed the upper abdomen and upper and lower flanks with paradoxical hyperplasia (ph). The patient was also assessed by a plastic surgeon who diagnosed the inner and outer thighs with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data : d.10, h.4,

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6) 2018 using cooladvantage core, to flanks on (B)(6) 2018 using cooladvantage curve, to outer thighs on (B)(6) 2018 using coolsmooth pro applicator, and to inner thighs on (B)(6) 2018 using coolsmooth pro applicator. The patient developed paradoxical hyperplasia (pah/ph) approximately 6 months after treatment. Ph was described as visibly enlarged and soft bulging fat. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the upper abdomen and upper and lower flanks with paradoxical hyperplasia (ph). The patient was also assessed by a plastic surgeon who diagnosed the inner and outer thighs with paradoxical hyperplasia (ph).